Event description:
Report received of a pump under-delivering. The pump was returned from clinical service with an unsigned note that the device "did not deliver correctly". In testing by the customer's biomedical department, the pump reportedly under-delivered. There was no report of any adverse effect to a patient. Though requested, there was no further information available.